Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of "149 mg/dl" with the subject meter and "119 mg/dl" on the laboratory device. The tests were patient informed the csr that he does not take any medication to manage his diabetes and it is not known what action, if any, the patient took as a result of the alleged is performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The ue. The patient reported developing symptoms of "shakiness, feels low and hot sensations" several times over the last few months but was unable to confirm if he attributed the onset of the symptoms to the alleged meter issue. In response to the symptoms, the patient reported treating himself with a piece of sugar. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed retains testing. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.